Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced infection. As a result, the device was explanted and a placeholder cuff was implanted. The place holder cuff was removed and discarded. A new device was implanted. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400095, serial number: n/a, batch/lot number: 1100843789, model/catalog description: deactivation pkg fgs, unique identifier (UDI) #: (B)(4).